Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer experienced issues with touch accuracy and the stylus pen was initially unresponsive. It was noted that the programmer's touchscreen and stylus were working correctly without any problems. It was also noted that the cord bay and upper left bullet were broken. An electromagnetic interference repair was performed as a preventative measure. Errors were found in the software history, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer experienced issues with touch accuracy. The stylus pen was initially unresponsive, and after switching to manual touchscreen use, the programmer functioned correctly for a short period following software updates. It later began displaying inaccurate touch responses, where pressing on the right side of the screen caused the cursor to move to the left side. There was no patient involvement.